Event description:
Additional information: on 26mar2018, it was reported that the patient received a heart transplant due to percutaneous lead (driveline) damage.

Manufacturer narrative:
Additional information: the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 11 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2017. It was reported that a driveline fracture was suspected due to pump stoppages and yellow wrench alarms. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages on (B)(6) 2017 that appeared to have occurred when the system was connected to the power module. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Preliminary investigation of the returned driveline portion showed no damage. An ungrounded power module patient cable was sent to the patient at the lvad clinician¿s request. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of pump stoppages, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted system controller log file contains data from 21nov2017 10:57:30 pm through 16dec2017 04:06:53 pm. In addition, one low flow hazard alarm was captured during these events, corresponding with the estimated flow decreasing to 2.4 lpm (below the low flow threshold of 2.5 lpm). Based on previous complaint history, the captured events appear consistent with a potential driveline issue. A distal end driveline repair was performed on 18dec2017 and the replaced portion of the driveline was returned in a segment measuring approximately 21 inches. The outer layers of the driveline were severed approximately 18 inches from the metal connector. Metal braided shield breakdown was observed approximately 3 inches through 4 inches from the metal connector. Minor metal braided shield breakdown was also observed throughout the length of the driveline. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The left ventricular assist system (lvas) was returned assembled with the driveline severed approximately 13.5 inches from the pump housing. The remainder of the driveline was not returned. Electrical continuity testing of the returned portion of the driveline revealed lower than normal resistance values between the wires comprising phases 1 and 3, which indicates a potential phase-to-phase short between these phases. Visual inspection of the underlying wires revealed damage to the insulation of the orange wire approximately 9.5 inches from the pump housing and the green wire approximately 9.5 inches and 10 inches from the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the orange or green wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stoppages and low speed hazard/advisory events observed in the submitted system controller log file. In addition, the green wire represents one of the redundant wires that comprise phase 1 of the three-phase motor, and the orange wire represents one of the redundant wires that comprise phase 3. If the exposed inner conductors of these wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in pump stoppages or low speed events on any power source. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.